Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the fracture occurring just above the threaded portion of the tap, where it becomes smooth. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that during surgery the tap broke off at the tip and was retained in the patient at c2.